Event description:
The customer reported the ventilator went vent inop and alarmed. The device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician reported upon power on of the ventilator for evaluation it alarmed and performed a restart. Review of the device log history indicated a ventilator restart had occurred with a vent inop occurrence upon power on. The service technician replaced the power switch to address the restart occurrence. The service technician was unable to duplicate the reported vent inop occurrence. Performance verification testing was completed and tests passed to operating specifications.